Event description:
Complainant alleged that while attempting to treat a pt the electrode pads did not allow an ECG signal to be displayed on the associated defibrillator. The clinician applied another set of electrode pads to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.